Event description:
I use a dexcom g7 and had 2 of the 3 I receive monthly fail. The needle went through the hole in the top of the dexcom rather than into my skin. I changed it again and had the same thing happen. I was unable to continuously monitor my blood sugars and my insulin pump was unable to make readings and corrections due to the dexcom failure. I ended up in the emergency room with chest pain, and after tests they told me I was in diabetic ketoacidosis. I was then admitted to the intensive care unit. A nurse observed me put one dexcom on (one of two that I received as a replacement for the failed ones) and the same thing happened, the needle went through the top. I then removed it and attached another one, and the same exact thing happened. According to the doctor, I am in a life-threatening situation. This is due to dexcoms failure to ensure proper device manufacturing practices and respond to failures in a timely manner. This happens very often, but this is the first time I've had 4 in a row fail and get me hospitalized. Tests were done at (B)(6) in (B)(6). Health effect code: 1776, 2364. Device problem code: 2917, 1535. Reference reports: mw5177733, mw5177734, mw5177736.